Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6)2022 and (B)(6)2022, a 07-year-old female child patient's infusion set's tubing detached from the connector while she was sleeping. The patient's blood glucose level was in 400s mg/dl at the time of the event. Moreover, the infusion had been used for less than 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.